Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was observed. A post-valve implant balloon aortic valvuloplasty (bav) was performed. Following the post bav, a pericardial effusion and a decrease in blood pressure were reported. A pericardial puncture was performed and a hematoma block was observed due to an unknown reason. The hematoma was unable to be removed. A thoracotomy was performed to remove the hematoma. Hemostasis returned. Per the physician, bleeding occurred from the valve annulus following the bav but the cause could not be determined. The patient left the operating room in stable condition with the pericardium drain in place. No additional adverse patient effects were reported.